Event description:
It was reported that during a colon resection procedure, the device misfired. The device did not fire correctly. The staple line had additional bleeding. It was not reported how the bleeding was controlled. No patient impact reported. Additional followup: rep spoke with the surgeon and the surgeon stated that the scrub tech handed the device to the surgeon with a spent cartridge. The device cut but did not staple. The surgeon stated that it was not a device malfunction.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.